Event description:
Litigation alleges pain, disability, and elevated metal ion levels. Update 02/19/2014 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the acetabular cup and femoral head. The complaint and associated mdrs were updated. Complaint was updated on 03/06/2014. Update: updated details for stem and sleeve with metal ions. Updated expiry dates for cup and head, updated date of birth, and date of revision. Hospital noted in additional notes below. Taken from der and sticker sheets ((B)(6) 2015).

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update (B)(6) 2015 asr supplemental information and medical records received. Pfs and medical records reviewed for MDR reportability. Partial revision surgical report reviewed. It noted grayish staining of yellow fluid in joint and stained tissues that consistent with metallosis and mild tendinosis. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).